Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl verified the customer complaint and when performing occlusion testing. The cause of the customer reported problem was bad clutches. The manufacturer representative replaced the clutches, lead screw, and worm coupling to fix the issue. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a travel coarse error, check clutch plunger lever error. There was unknown patient involvement, no patient injury was reported.